Event description:
Caller reported compact plus system blood glucose results within 10 minutes: 8:53am on (B)(6) 2015 the reading was 285 mg/dl 8:46am; on (B)(6) 2015 the reading was 79 mg/dl 8:43am; on (B)(6) 2015 the reading was 496 mg/dl 8:39am; on (B)(6) 2015 the reading was 49 mg/dl 7:46am; on (B)(6) 2015 the reading was 114 mg/dl 7:45am; on (B)(6) 2015 the reading was 178 mg/dl 7:44am; on (B)(6) 2015 the reading was 416 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.